Event description:
Scrub tech checked the balloon on the manipulator and it was working properly. Doctor placed the manipulator and went to inflate the balloon but the black rubber stopper malfunctioned and wouldn't hold the air in the balloon. Doctor tried a few more times and it kept doing the same thing. We opened a new clear view uterine manipulator and it malfunctioned the same way. We ended up needing to open a v-care manipulator and it worked for us.